Manufacturer narrative:
Sections with additional information as of (B)(6) 2021:d10/d11: concomitant medical products: device available for evaluation.h3: device evaluated by manufacturer.h6: updated FDA's method, result, and conclusion codes.h10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.most likely underlying root cause: mlc-006: passed expiration date.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Ex-wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 498 and 576 mg/dl. The customer¿s expected fasting blood glucose test result is 120 mg/dl. Ex-wife stated this was not a recent expected as customer does not regularly test his blood glucose and is not being monitored for his diabetes. At the time of the call the customer reported symptoms of frequent urination and thirst. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer¿s expiration date is 08/31/2021 and test strips were opened four months ago (test strips are expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).